Event description:
It was reported to boston scientific corporation that an one step button initial placement gastrostomy kit was used for an initial peg placement procedure. Pt's weight was not provided. Per the complainant, as the physician was pulling the device out through the abdominal wall, resistance was felt due to the strength of the abdominal muscle. The adaptor and the c-flex tube separated and the button fell into the patient's stomach. The detached button was retrieved through the scope. The procedure was canceled as the abdominal wall had come away from the stomach wall. It was reported that there was no serious injury to the patient due to this event. The patient's condition, post procedure, was reported that there was no problem. Additional patient/procedural information has been requested.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. These codes were selected by the manufacturer based upon information obtained from the user facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.